Manufacturer narrative:
Us18005584 initial report upgraded at fu 1 pharmacovigilance comments: the serious event of granuloma skin was expected and possibly related to the treatment. Serious criteria include the need for multiple medical interventions and possible permanent damage. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturing narrative: lot number was not reported. Exemption number: e2015005 galderma laboratories, l. P. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number 9710154).

Event description:
Case was upgraded to serious upon follow-up received (B)(6) 2018. Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2018, with additional information received on 25-jun-2018, from a physician assistant (pa) which refers to a (B)(6) male patient. The patient was immunocompetent with a skin type fitzpatrick scale I-ii. No information was provided about medical history, concomitant medication, history of allergies or previous filler treatments. The patient received treatment with a total of 45 ml over 5 sessions (9 ml per session) of sculptra aesthetic. The patient received 1ml to the mental region bilaterally, 2 ml to the medial cheeks bilaterally, and 1.5 ml to the lateral cheeks bilaterally at each session. The patient's treatment dates were (B)(6) 2016. Lot numbers, needle type and injection technique were unknown. On an unknown date in (B)(6) 2018, approximately 14 months after the last injection, the patient experienced granuloma formation(granuloma skin) on the cheek area bilaterally. The reporter stated the patient was treated with several courses of medrol dose packs and multiple treatments of intralesional steroid injections without satisfactory improvement. The reporter assess the event as moderate and serious due to the event being possibly permanent. Outcome at the time of the report: granuloma formation was not resolved/ not recovered. Tracking list: v. 0, initial. V.1 (B)(6) 2018: age, skin type, injection details, event onset date, treatment, and assessment updated. Case was upgraded to serious.